Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 1118880-2019-00278.

Event description:
The user facility reported that they pulled a glidesheath out of the package and the sheath appeared to be twisted/ distorted up near the hub. They then pulled out a second sheath and it had the same issue. The patient's condition was reported to be stable. The procedure was a success via boston scientific sheath. Additional information was received on 13sep2019. The procedure was a peripheral artery disease procedure, targeting a stenosis in the superficial femoral artery/ popliteal.

Manufacturer narrative:
This report is being submitted as follow up no. 1 and to provide the completed investigation results. One 6fr glidesheath slender sheath and dilator were received for product evaluation. Visual inspection revealed blood at the hub which suggests that the device had been used. The dilator had a long concentric fold down along the sheath, the sheath was also curved. The sheath damage was further inspected under microscope; there were multiple bends along the sheath and some torsion close to the hub. No damage was seen on the dilator. The dilator tip was viewed under microscope and no damage was observed on the tip of the dilator. The crosscut valve was dissected and observed under microscope; damage was seen at the center of the valve. No gross anomalies or damage were seen at the sheath inner lumen although the sheath damage (a kink or the torsion close to the hub) was seen through the sheath inner lumen. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.